Event description:
It was reported that the customer had a beep anomaly on the insulin pump. Customer's blood glucose level is 50 mg/dl. Customer states they were unable to hear the low blood glucose alert. Troubleshooting was performed and tested normal. The self-test was performed and passed and the insulin pump was switched to vibrate. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.